Event description:
It was reported that within a day of implant, the right atrial (ra) lead had a micro dislodgement and was pacing the right ventricle. Also, the ra lead threshold was greater than 4 volts. Reprogramming was done until the ra lead was repositioned. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator (B)(6) 2013. (B)(4).